Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported that the wake button was intermittently unresponsive. There was no reported impact to customer¿s blood glucose level. Multiple follow attempts were made by tandem technical support to perform trouble shooting. However, the customer did not respond. Reportedly, contact declined a replacement pump.